Event description:
In 2008, the sales rep reported that during a kit inspection, the push button top on the t-handle drive was stuck in position and could not engage a closure top. The malfunction has resulted in an adverse in the past.

Manufacturer narrative:
Prod is an instrument and is not implantable. Requests have been made to return the prod. Eval is pending upon return of the prod.